Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery "had issues." There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.